Event description:
It was reported that the customer was vacationing and jumped into a pool. Customer was in the pool for 3 minutes before she realized. Customer stated that the act button no longer responds. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Moisture damage was found on the lcd board. The esc and up arrow buttons on the insulin pump had intermittent button response due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.